Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to bladder prolapse and cystocele. Following insertion the patient experienced pain, bleeding and dyspareunia.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-04556 and medwatch 2210968-2012-04562. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal prolapse and rectocele repair on back wall. It was reported that the patient experienced symptoms began (B)(6) 2012 and that the patient bleeds whenever there is intercourse, the patient was seen for treatment on (B)(6) 2012. It was reported that the problems were age related.